Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that that their device did not provide defibrillation energy. Additionally, the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no harm to the patient as a result of the reported event.

Event description:
The customer contacted stryker to report that that their device did not provide defibrillation energy. Additionally, the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
It was reported that there was no patient involvement in the event. The record has been updated accordingly. The device was not returned for evaluation. Therefore, the cause of the device not providing defibrillation energy and device missing lid magnet could not be determined. The customer received a replacement lid and battery to resolve the reported issue.